Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recently implanted vns patient developed cellulitis of the neck and was given an antibiotics regiment. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. No further information relevant to the event has been received to date.